Event description:
It was reported that the patient underwent manipulation under anesthesia approximately 4 weeks post-implantation due to loss of range of motion following a left total knee arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: psn mc ve asf l 12mm 6-7/cd: catalog#: 42512100412, lot#: 66793839; tibia cemented 5 degree stemmed left size c: catalog#: 42532006401, lot#: 65966905; canary tibial ext 14x30mm: catalog#: 43557003014, lot#: 040707; all poly patella cemented 29 mm diameter: catalog#: 42540000029, lot#: 67524565; biomet bc r 1x40 us: catalog#: 110035368, lot#: u10aab0306. H6: proposed component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.